Event description:
Adverse event(s): "no pt injury reported" (no consequences or impact to pt). Product problem(s): "system message displayed" (device displays error message). The nurse reported a system message displayed during set up. The system message noted a footswitch failure. Additional info received from the nurse stated one case was delayed about 45 minutes. The facility was using one operating room, instead of two for a short time. No pt injury was reported.

Manufacturer narrative:
The customer ordered a new footswitch. The footswitch and cable have been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable info becomes available. (B)(4).